Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision and hardware removal. The revision surgery was due to infection and non-union of two (2) cortex screws, one (1) titanium cannulated tibial nail-ex with proximal bend, four (4) titanium locking screw and one (1) titanium end cap. The procedure was successfully completed. The patient's status is unknown. Concomitant devices reported: 3.5 mm cortex screw self-tapping 40 mm (part number 204.84, lot unknown, quantity 1), 3.5 mm cortex screw self-tapping 44 mm (part number 204.844, lot unknown, quantity 1), 10 mm ti cann tibial nail-ex w/prox bend 345 mm-sterile (part number 04.034.449s, lot 22p4336, quantity 1), 5.0 mm ti locking screw w/t25 stardrive 34 mm for im nails (part number 04.005.524, lot unknown, quantity 1), 5.0 mm ti locking screw w/t25 stardrive 40 mm for im nails (part number 04.005.530, lot unknown, quantity 1), 5.0 mm ti locking screw w/t25 stardrive 36 mm for im nails (part number 04.005.526, lot unknown, quantity 1), ti end cap with t40 stardrive 0mm ext f/ti tibial nails-ex (part number 04.004.000, lot unknown, quantity 1). This report involves one (1) 5.0 mm ti locking screw w/t25 stardrive 38 mm for im nails. This is report 6 of 8 for (B)(4).